Event description:
It was reported that during a da vinci surgical procedure, the customer experienced intermittent sys faults (error codes). Due to the pt anatomy and recurring sys faults, the site converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field svc engineering concluded that the sys error code #2009 experienced by the customer was associated with a pt side manipulator (psm. The pt side manipulator is an instrument arm located on the pt side cart, that provides sterile interface for the endowrist instruments. The sys was repaired by replacing the affected psm. The sys alarm (sys generated fault code) functioned as designed and there was no injury to the pt . The psm was returned to isi for failure analysis investigation. Sys error code # 20009 appeared when the davinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety sys put davinci in a "recoverable safe state". Engineering concluded that the motor encoder for a psm axis has malfunctioned, thus generating the sys errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.